Event description:
It was reported that one of the load cells was not functioning properly. No adverse consequences were reported.

Manufacturer narrative:
Loadcell. Further investigation determined that the loadcell was not functioning. This could potentially affect the bed exit system.